Event description:
The customer reported finding a fluid leak on the wbc side of the coulter® act diff 2 analyzer after wbc [white blood cell (count)] and plt [platelet (count)] failed b/g [background]. Plt was high out-of-range on the low control and the mpv [mean platelet volume] was flagged with an asterisk. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The fse found no evidence of leaking from the wbc bath;the fse replaced the probe that he found stuck in its housing; this resolved the high background issue. (B)(4).